Event description:
Claw plate and screws revised due to an alleged breakage of the plate.

Manufacturer narrative:
Visual inspection of the returned parts found the remnants of the plate, a detached arm and 4 screws. Visible scratches, indentations and tool marks are evident on the returned pieces. The returned screws were inspected and no issues were observed. The original surgery was presented as a talonavicular fusion, however per the plating system surgical technique guide, the u plate is not recommended for that procedure. Analysis of the returned devices indicates that the device was a contributor to the reported event. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was due to external stresses applied to the plate; the source of the stress could not be identified.

Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. The (B)(4). This report will be updated when the investigation is complete.